Event description:
It was reported before using the bd bactec¿ mgit¿ 960 supplement kit, an unspecified number of supplement bottles were observed to be contaminated. The contamination appeared as a spherical object. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary - mgit 960 supplement kit is composed of mgit panta and mgit 960 growth supplement. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). Without kit batch number verification, a batch history record or complaint history review were not possible. However, the provided photos confirmed that the mgit 960 supplement kit in question included mgit panta batch number 4180071. The batch history record review for mgit panta batch 4180071 was satisfactory. No quality notifications were generated during manufacturing and qc inspection and testing were satisfactory at time of release. No additional complaints have been taken for mgit panta batch 4180071. There were no returns available to assist with the investigation of this complaint. Two photos were sent to assist with the investigation of this complaint. Both photos show a vial of mgit panta reconstituted to a liquid state, and with the metal crimp cap completely removed. One of the photos display the batch number and expiration date, while the other photo shows a spherical foreign object, appearing opaque in color, inside the vial. Retention samples from mgit panta batch 4180071 were not available for inspection. Without kit batch number verification, and without verifying sample integrity (unused vial), this complaint cannot be confirmed. Bd will continue to trend complaints for presence of foreign material.

Event description:
It was reported before using the bd bactec¿ mgit¿ 960 supplement kit, an unspecified number of supplement bottles were observed to be contaminated. The contamination appeared as a spherical object. There were no health impact or consequences reported.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device lot #: unknown (4180071 was reported; however, this is not a lot # manufactured for the reported catalog #.) D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.